Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day after a device change out procedure, an alert was triggered. No capture was noted and high pacing impedance were observed. Reprogramming was performed. The following day, another alert was triggered and it was suspected that there was a connection issue. During the revision procedure, the right ventricular (rv) lead was visualized as not being "set in the set screw." The set screw was loosened and the lead was advanced into the device header. The lead tested within normal parameters through the analyzer as well as the device. Both the lead and device remain in use. No patient complications have been reported as a result of this event.